Event description:
I was given a paste to use on my diabetic type ulcer to make a good seal with a wound vac. This paste is usually used for colostomy bags. After a few hours, I started to feel strange, uneasy, paranoid w/anxiety and started to have mild hallucinations an delusions. Thank god I was in the doctor's office when all of this began. When I mentioned the wound care ladies experiment with the paste then the doctor figured out what happened and how to proceed from that point. The event lasted three days and ended with no problems. Frequency: once per day on wound.